Event description:
The user facility reported that after the assembly of the angio-seal body and sheath tube, the whole body was slowly pulled out of the body along the puncture path, and it was found that the anchor was not released. The anchor was still in the sheath, and the hemostasis failed. There was no injury and the estimated blood loss was less than 250cc.

Manufacturer narrative:
E1: contact and phone number: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, two photos were provided. The complaint was confirmed for a potential non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been a non-deployment pullout due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).